Event description:
A (B)(6) female patient was admitted for percutaneous transluminal angioplasty of her dialysis shunt. The target vessel was not calcified or tortuous. During the second inflation of a 4x2mm, 40cm slalom thrill, the balloon ruptured at or below nominal pressure. The procedure was completed using a 5mm slalom thrill (catalog/lot unknown). There were no adverse events associated with the balloon rupture and the patient is in stable condition. Additional information will be submitted within 30 days of receipt.